Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Exact date unknown, the provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explanted several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 15587507.

Event description:
It was reported that the patient underwent an explant procedure several years ago for an unknown reason. No further information has been obtained.